Manufacturer narrative:
H6: investigation summary a complaint of tubing splitting and leaking was received from the customer. No product or photo was returned by the customer. The customer complaint of separation - leak could not be verified due to the product not being returned for failure investigation. A device history record review for model 10010570 lot number 22069155 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported while using bd alaris micro extension set components separated and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: while injecting radioactive tracer through the microbore tubing, the tubing itself split and caused a leak of radiotracer causing a radioactive spill requiring special cleaning , causing a delay in patient care. 51 pkgs. Tubing in the same lot.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris micro extension set components separated and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: while injecting radioactive tracer through the microbore tubing, the tubing itself split and caused a leak of radiotracer causing a radioactive spill requiring special cleaning , causing a delay in patient care. 51 pkgs. Tubing in the same lot.